Manufacturer narrative:
Biodex received the medwatch report from the FDA. We did not receive anything from the medical center. Biodex received the report from the FDA on november 16th, 2015. We tried contacting (B)(6) and left a phone message. On november 20th, I spoke to (B)(6) and she told me to talk to (B)(6), biomedical engineering. In november, we spoke to (B)(6). They said a caster came loose and came off the stretcher. The stretcher flipped with the patient on the stretcher. (B)(6) told us that the other casters were loose. He ordered a new caster and installed it onto the stretcher. At the same time, he tightened the other casters. He told us he then checked the other MRI stretcher and those casters were tight. He did not know if they had used the restraining straps or had the side rails up on the stretcher. He told us these would have helped the patient. (B)(6) told us they never performed any periodic maintenance or checked the stretchers in the years they had them. They will periodically check the casters in the future. The instruction manual says to periodical check that the casters have not loosened. Tighten if required.

Event description:
When patient was placed on the MRI stretcher, the wheel fell off and the patient fell to the floor face down. He was taken to the ed for evaluation and imaging studies were completed, which were negative.